Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of dsine identification is unknown, but was reported as (B)(6) 2021, the date of event will be estimated as the date of intervention: (B)(6) 2021. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2018 the patient underwent endovascular treatment of a type b chronic aortic dissection using conformable gore® tag® thoracic endoprostheses (ctag). Two ctag devices were implanted. Tgu404020j was placed proximally and tgu312610j was placed distally. On an unknown date in (B)(6) 2021, a distal stent graft-induced new entry (dsine) was observed on the distal ctag device. On (B)(6) 2021 reintervention was performed. Two gore® tag® conformable thoracic stent grafts with active control system were used to treat the dsine. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Investigation conclusions: code 22 - according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, persistent false lumen flow and reoperation. Furthermore, the IFU states that the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patient etiologies including, but not limited to, chronic type b dissections. H.6. Investigation findings: code 3233 updated to code 213 h.6. Investigation conclusions: code 11 updated to code 22.